Event description:
This report is being filed after the subsequent review of the following journal article: computerized navigation for length and rotation control in femoral fractures: a preliminary clinical study. Yoram a. Weil, md, alexander greenberg, md, amal khoury, md, rami mosheiff, md, and meir liebergall, md. (2014) j orthop trauma 28:e27-e33. This was a retrospective review of a total of 16 femoral shaft fractures. The study population consisted of 10 men and 6 women between the ages of 18-80. Ten patients were treated with piriformis fossa entry nails (universal femoral nails; synthes) and 2 were trochanteric-entry nails (lateral femoral nail; synthes). Two patients were treated with various competitor devices. The article does not mention which parts were in treated in which patients. This is unknown. All fractures healed between 3 and 6 months. One patient, an occult femoral neck fracture was diagnosed at postoperative CT scan, and patient underwent percutaneous fixation with cancellous screw placed around the nail. It is unclear if the synthes devices were associated with the complication as the article failed to identify the manufacturer of the device associated with the complications. This report is for an unknown nail for the fracture and revision. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for unknown nail/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.